Manufacturer narrative:
Approximate age of device, 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was experiencing low speed and low flow events on the grounded patient cable. The patient is coming in for log file analysis and x-rays. It was reported that the patient presented with low speed, low flow, and pump off alarms. The time was not set on the system controller before these events occurred. The patient reported only audible alarms two nights previous while on ac power. The time on the system controller was now set. Log file analysis showed 2 low speed advisories and a pump stop and these appeared to occur on the mpu. Additional log files were requested to get more information from after the repair. Manufacturer received follow-up email confirming that the patient had gone home out of state before getting another set of log files. Tech services was onsite on (B)(6) 2019 for a driveline repair. It was reported that the entire external portion of the driveline was replaced with no issues up to the exposed velour but there was around 4 inches of the velour exposed from the exit site. X-rays were done in the morning and reviewed onsite. No obvious signs of shield breakdown were found and the patient was placed on a grounded cable after the repair and no alarms returned. The patient was to be monitored for a short time before being discharged. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on 25jul2019 and approximately 22¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed 2¿ though 4.5¿ from metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Additional information was provided stating the patient had more alarms on the grounded cable. The patient was switched back to an ungrounded cable and will likely pursue a pump exchange if it progresses. The patient remains ongoing on the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.